Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The model listed in the pli is a representative, as there is no specific model listed with specific details/complaints. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is 75 years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿value of vdd-pacing systems in patients with atrioventricular block: experience over a decade.¿ international journal of cardiology 122 (2007) 239¿243. Doi:10.1016/j.ijcard.2006.11.086. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pulse generator (ipg) systems. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The article indicated that there were patient deaths; however, there is no indication for the cause of death, and if the deaths were system-related. There were also patients with infections, ventricular ¿arrhythmias,¿ and diaphragmatic stimulation noted. There were ¿lead defects,¿ lead fractures, atrial undersensing, lead insulation issues, and ¿other reasons¿ for lead replacements. There were lead dislodgements which required repositioning. The status/location of the system is unknown. Further follow up did not yet yield any additional information and any additional information pertaining to the cause of death has been requested and not yet received. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: this information is based on journal literature and subsequent follow up information obtained. All information provided is included in this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained through follow up with the author who indicated that no further information was available.